Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out procedure for normal battery depletion, when the physician placed the chronic right ventricular (rv) lead into the new implantable cardioverter defibrillator (ICD), high out of range shock impedance measurements were seen in all configurations. Multiple attempts at re-inserting the lead terminal pins into the header were made with the same results. The rv lead was re-inserted into the previous ICD with normal shock impedance measurements. When the rv lead was placed back into the new ICD a 1.1 joule shock was attempted and a code displayed which indicated the device had shocked into an open circuit due to an out of range shock impedance measurement. The rv lead was placed back into the previous device and an interrogation was attempted which revealed a code for a telemetry issue. The previous ICD was re-interrogated without issue. The proximal coil of the rv lead was then tested with a pacing system analyzer (psa) and yielded loss of capture and out of range impedance measurements. Another new ICD was implanted and when programming around proximal coil they were able to receive in range shock impedance measurements. The chronic rv lead and second ICD were left in service. It was unknown why the attempted ICD continued to show out of range shock impedance measurements even when programming the proximal coil out of the configuration. No adverse patient effects were reported.